Event description:
(B)(4). Injury alleged. Malfunction alleged. Customer says that three residents had their leg cut. The residents leg had fallen between the cushion and the side panel and a pin sticking out of the release lever cut their leg. Customer was unsure of the exact chairs that were involved in this incident. No medical attention was sought. MDR filed.